Event description:
It was reported that there was false sensing during one of the observed episodes and the sensing integrity counter was high indicating oversensing. The impedances were in the normal range and no nst's were observed. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was false sensing during one of the observed episodes and the sensing integrity counter was high indicating oversensing. The impedances were in the normal range and no non-sustained tachycardia's were observed. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the actual device was not received. Performance data from the device was analyzed and revealed that the ventricular short interval count v-sic=76.1 counts avg/day, in 3.18 days, between (B)(6) 2010 10:40:32. Manufacturing site # was not pulled in from ears. Generic medtronic, inc site was selected on device tab.